Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully without issue. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. According to quick user manual the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user performed the energy check in the required time range so all treatments were performed within the time range to the last energy check and the energy was stable with no abnormalities. No technical problems or deviations could be identified by the logfile review. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient with striae of the left eye one day following lasik treatment. A flap lift and stretch was performed. One day following the flap lift a corneal abrasion was noted and a amniotic membrane was placed. Further follow up from the co-managing doctor is pending.